Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the triggers were sticking and the trigger components were worn. It was determined that this was due to wear on component from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery setup, it was observed that the battery oscillator device quit working. There were no delays to the planned surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.